Event description:
As reported, sterile saline leaked from a balloon of a 6/7f mynx control vascular closure device (vcd). The balloon lost pressure during patient use. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. There was no damage to the device noticed prior to opening the package. A 6f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath or the distal end after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was severe vessel tortuosity. The stick location was in the common femoral artery (cfa). The user is trained to the device. The device was stored and prepped per the instructions for use (IFU) and was opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2219403 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, h3, h6, and h10. As reported, sterile saline leaked from a balloon of a 6/7f mynx control vascular closure device (vcd). The balloon lost pressure during patient use. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. There was no damage to the device noticed prior to opening the package. A 6f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath or the distal end after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was severe vessel tortuosity. The stick location was in the common femoral artery (cfa). The user is trained to the device. The device was stored and prepped per the instructions for use (IFU) and was opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open and syringe attached to the device. The sealant remained in manufacturing position exposed to blood. The procedure sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a radial tear in the balloon of the returned device. A product history record (phr) review of lot f2219403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.